Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead in the his bundle exhibited relatively high threshold since implant which increased over time. Intermittent capture was also observed. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.